Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg for longer periods of time. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted device was not returned to bsn.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg for longer periods of time. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted device was not returned to bsn.